Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and had eroded through the corpora near the glands. The device was found to have no fluid within the system. Surgical intervention was performed to explant the ipp. There were no additional patient complications reported.